Event description:
It was reported that an ilet bionic pancreas displayed repeated restarts with alert 39 and difficulty rewinding the piston, consistent with an insulin shaft encoder failure, and data syncing support was provided along with replacement and user education on proper supply change and shutdown procedures. Symptoms included hyperglycemia with a reported peak of 264 mg/dl for approximately three hours while the patient was sick. Outcomes included the use of backup therapy without medical intervention. The device was returned for investigation. Preliminary investigation of this case revealed a malfunction of the insulin delivery mechanism consistent with a shaft encoder failure in the insulin drive assembly, which can lead to device restarts and compromised delivery. The device was powered on, and the leadscrew wound, but an "unable to proceed" error appeared. Despite numerous attempts, the leadscrew would not rewind, and only the error message was displayed. A visual inspection revealed all internal components were intact. Replacing the hoverboard and motor did not resolve the issue. High-temperature heat was applied to the u12 chip to reflow the solder, but the problem persisted. This suggests the u12 host chip is faulty, and the mainboard needs to be replaced due to communication issues.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.